Event description:
It was reported that the device was used during a low anterior resection. The staple line did not form correctly at the distal end, closest to the retaining pin. The case was completed by manually suturing the staple line. There was no consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.